Manufacturer narrative:
Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. Patient date of birth and weight not reported. Date of event unknown as post-operative review date is unknown. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. All possibilities are listed below. Operator of device is considered to be the physician and the patient in this case. The physician contributed to the event as the user during the procedure by utilizing the 3.4 x 3.0 x 6mm hammertoe implant for a procedure it is not intended to fix (conclusion code: 24 - cause traced to intentional off-label, unapproved, or contraindicated use). The patient contributed to the event as the user post-operatively by being noncompliant with post-operative instructions (conclusion code: 18 - failure to follow instructions). Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. N/a to this report. Per item 5 above, device manufacture date could not be confirmed. All possibilities are listed below. N/a to this report. No files attached to this report. Investigation (including evaluation summary of device(s) returned to manufacturer). Review of surgical technique: the two-step hammer toe instructions for use, IFU 900-01-008 rev o, states that the hammer toe system is "intended for fixation of osteotomies and reconstruction of the bones of the foot and hand during procedures to correct deformities of the toes and fingers". Indications may include: hammer toe deformity, claw toe deformity, mallet toe deformity, and other deformities of the food and hand. The system is not indicated for repair of a fracture. Thus, the doctor failed to follow the IFU. It was documented that the patient was noncompliant. Device history record (DHR) review: potential lot numbers of the 3.4mm x 3.0mm x 6mm hammertoe implant were provided for DHR review as seen below. No identified significant events correlate to the reported event. Lot #tsl000242 [manufactured 05/21/2013, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Lot #tsl000297 [manufactured 06/18/2013, UDI ((B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl000359 [manufactured 07/24/2013, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl000528 [manufactured 11/12/2013, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl000714 [manufactured 01/28/2014, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl000947 [manufactured 04/18/2014, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl001055 [manufactured 05/08/2014, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl001132 [manufactured 06/06/2014, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl001429 [manufactured 08/06/2014, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl001501 [manufactured 09/02/2014, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl001709 [manufactured 12/29/2014, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl003460 [manufactured 02/11/2016, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl003934 [manufactured 08/23/2016, UDI (B)(4)which had no associated ncrs, rwks, or deviations. Lot #tsl004589 [manufactured 11/28/2016, UDI (B)(4) which had no associated ncrs or rwks. Lot #tsl004589 had one (1) associated deviation; dev 16-0010 was initiated to perform functional verification of mating parts in order to address the concentricity feature of the device. Lot #tsl004739 [manufactured 03/10/2017, UDI (B)(4) which had no associated ncrs or rwks. Lot #tsl004739 had one (1) associated deviation; dev 16-0010 was initiated to perform functional verification of mating parts in order to address the concentricity feature of the device. Lot #tsl004740 [manufactured 04/12/2017, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl006454 [manufactured 12/11/2018, UDI (B)(4) had one (1) associated ncr; ncr 18-440 was initiated for 9 parts failing for white powder residue on parts inner diameter and thread. The likely root cause was incomplete cleaning process performed by the vendor. As the lot underwent 100% final inspection, all failing parts were identified and scrapped. Lot #tsl006454 has one (1) associated rework; rwk 18-067 was initiated to have the vendor clean/passivate the remaining 129 parts without appearance of white residue in order to ensure proper cleaning for the acceptable parts. Lot #tsl006454 has one (1) associated deviation; dev 18-0006 was initiated to inspect feature 6 (major thread diameter) with micrometers instead of the oasis system. Lot #tsl007066 [manufactured 03/27/2019, UDI (B)(4) which had no associated ncrs or rwks. Lot #tsl007066 had one (1) associated deviation; dev 18-0057 was initiated to add a functional check of the implant engagement to final inspection activities. Lot #tsl007707 [manufactured 07/10/2019, UDI (B)(4) which had no associated ncrs or rwks. Lot #tsl007066 had two (2) associated deviations; dev 18-0006 was initiated to inspect feature 6 (major thread diameter) with micrometers instead of the oasis system and dev 18-0057 was initiated to add a functional check of the implant engagement to final inspection activities. Visual / dimensional inspection: visual / dimensional inspection could not be conducted as the part was not returned. Simulated use testing: simulated use testing could not be conducted as the part was not returned. Evaluation of similar complaints: the complaints log was reviewed for any events documenting a hammer toe removal between (B)(6) 2019 and (B)(6) 2020. Two complaints were identified: ccr 19-09-008 (root cause: unknown) and ccr 19-12-007 (root cause: patient noncompliance). The similar complaints did not assist in determining a root cause for the event as the root cause was previously identified as patient noncompliance. Summary / root cause analysis: the doctor utilized the hammer toe implant for a procedure it is not intended to fix. The patient was described to have been noncompliant to post-operative instructions. As a result, the root cause of the removal is failure to follow the IFU and patient noncompliance.

Event description:
Doctor 1 repaired a 5th digit fracture on a (B)(6) year-old male patient with excess weight on (B)(6) 2020. According to the trilliant sales representative, doctor 1 utilized a 3.4 x 3.0 x 6mm hammertoe implant (p/n 204-30-006) to fuse the site. The patient came in for his regular post-op review (date unknown) without report of pain. Fluroscopy was utilized to determine that the threaded portion of the 204-30-006 implant was still in place, but the distal side of the implant was dislocated. Patient noncompliance was confirmed. Doctor 1 removed the 204-30-006 implant on (B)(6) 2020 and re-pinned the site with an 0.054" k-wire. The 3.4 x 3.0 x 6mm hammertoe implant (p/n 204-30-006) was discarded at the removal case and will not be returned to corporate for review. The sales representative was not present at the removal case and was not made aware of the need for removal until after the case was completed.